Event description:
Boston scientific (bsc) crm received information that an echocardiogram confirmed this patient had a pericardial effusion following implantation of this right ventricular dextrus. Initial attempts to place this lead yielded very low r-waves. Septal positions yielded better sensing, but lead stability could not be achieved. A subsequent attempt to find a good position at the apex was successful in yielding good sensing and threshold measurements. A sudden drop in blood pressure and increase in heart rate led to the suspicion of tamponade. The physician was able to drain the blood from the pericardial space, which stabilized the patient's blood pressure. The lead remains actively implanted and no other adverse events have been reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.